Event description:
Customer states: during pre-test prior to use on a patient at hospital, a doctor at hospital confirmed the air would not be injected into the cuff. Customer confirmed no patient involvement.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is rec'd, a summary of the investigation will be provided in a supplemental report. (B)(4).